Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump does not work all the time. The customer¿s blood glucose level was 340 mg/dl at the time of the incident. The pump, when not working causes the customer to go high, and when it starts to work they go low. Troubleshooting was not completed as the customer declined due to vision issues. The customer also mentioned that they had been hospitalized 3 separate times. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test at 0.08715 inches. Device received with cracked case at display window corner. Device received with minor scratched display window and case. Device received with missing end cap sticker and stained back address serial number label.